Event description:
A distributor reported on behalf of a healthcare facility in south africa that the tubing of an ojr414 optiflow junior 2 nasal cannula was found to be broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photograph provided by the customer showed that the tubing of the ojr414 optiflow junior 2 nasal cannula was stretched and deformed at swivel grip joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. However, it is likely due to the tube being inadvertently pulled during use. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions also contains the following general cautions: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south africa that the tubing of an ojr414 optiflow junior 2 nasal cannula was found to be broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to nasal cannula section d2b: product code updated to btt section d4: expiration date added section d4: UDI details updated section g1: contact person updated to mr. (B)(6). Section g4: PMA/510(k) number updated method: the ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photograph provided by the customer showed that the tubing of the ojr414 optiflow junior 2 nasal cannula was stretched and deformed at swivel grip joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. However, it is likely due to the tube being inadvertently pulled during use. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions also contains the following general cautions: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of an ojr414 optiflow junior 2 nasal cannula was found to be broken. There was no reported patient involvement.